Manufacturer narrative:
(B)(4). Ten single-use devices were received for evaluation. For six of the devices, visual inspection revealed fluid inside the bags that contained the devices. When the devices were removed from the bags, the cause of the fluid was found to be an untightened blue winged luer cap. A functional leak test was performed by filling the devices with water and manually tightening the blue winged luer caps. During and after fill, no signs of a leak were observed from the samples. The reported condition was not verified for the six returned devices. The devices were found to be conforming product. For three of the devices, visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional leak test was performed by filling the devices with water and manually tightening the blue winged luer caps. During and after fill, no signs of a leak were observed from the samples. The reported condition was not verified for the three returned devices. The devices were found to be conforming product. For one device, visual inspection noted fluid inside the bag that contains the device. A functional leak test was performed by manually filling the bladder with water. During fill, a leak was noted at the solvent-bonded junction of the tubing and the stressmember, near the fillport. The reported condition was verified. The cause of leak was due to manufacturing assembly error. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of the reported lots. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 11 </noe> malfunction events. It was reported that eleven large volume infusors leaked. Eight devices leaked from the blue winged luer cap, two devices leaked from the fillport, and one device leaked from an unspecified location. One event occurred during infusion and involved a patient with no patient consequences. The remaining ten events occurred prior to patient use and did not involve a patient. No additional information is available.